Event description:
It was reported that the patient¿s transfer set was leaking during fill five of five of peritoneal dialysis therapy. The patient was connected to the device at the time of the observed leak. During troubleshooting, it was noted that the transfer set started to leak after the patient had pulled on the patient line of the cassette. The technical service representative assisted the patient with ending therapy. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This complaint is for a report of a transfer set that was leaking due to the patient pulling on the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to use aseptic technique when handling lines and solution bags to reduce the chance of infection. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.